Event description:
The facility reports a strap from the sling became disengaged and the patient had a risk of slipping outside the sling. No injuries were reported.

Manufacturer narrative:
As per observations on-site, the lift and the sling were in good condition and worked as intended. There is a possibility that this kind of event occurred, if the three conditions mentioned below are met. The sling is hung by its lower loops so the upper loops (see figure 1) mask the security flaps. A loop of the sling is not properly installed within the hook of the lift. The transfer is initiated without any verification of the sling attachment. The manufacturer concludes it would be possible that the alleged incident occurred if the sling was not properly installed on the lift hooks. The lack of evidence of either an initial training or of a continuous training program definitely contributed to the events in question in the above situation. Moreover, the sling used in this event was not a bhm sling and, as per manufacturer recommendations, "slings and accessories designed by any other manufacturer are prohibited," and "user only bhm medical slings and accessories to maintain the patient safety and the product utility." The manufacturer recommends the customer retrain all personnel that operate this type of product to the lifter and correct sling operation manuals and record this training. It is also recommended the customer only use bhm medical slings with bhm medical lifts.